Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarm in the iabp¿s diagnostic error log. As part of the evaluation the stm attached a trainer and balloon to the iabp, and proceeded to start the unit. The iabp complete the autofill at the first attempt, the stm continued to run the iabp and performed the autofill several times successfully. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cs300 intra-aortic balloon pump. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.